Event description:
Contacted the customer to find out if auto mode feature was being used at the time of the event. The customer could not remember whether or not it was being used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose reading. Blood glucose value was 48 mg/dl at the time of the incident and is currently 131 mg/dl. No troubleshooting was performed. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The customer was advised the insulin pump will not be replaced. The insulin pump will not be returned for analysis.